Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It is reported that during use of the bd plastipak¿ 50 ml catheter tip syringe as it is used over a week the plunger will break. The syringe is used to feed a dependent relative. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: the customer has been using for years the plastipak 50ml CT syringe to feed a dependent relative. Only 3/4 syringes within the box can be re-used for more than a week. When it does not get hard as stone, the plunger breaks and I have to throw it away. She suggests to improve the quality of the syringes.

Manufacturer narrative:
No photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1707222, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. All lot records were reviewed and product was found to be within required specification. Product 300867 is a single use device, as indicated on the product packaging. If the syringe is used more than this, functional characteristics of the device can be impacted. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. No sample or picture has been received for investigation. DHR of lot 1707222 has been reviewed not finding any annotation or deviation regarding the alleged defect. Lubricant is employed during syringe assembly process to lubricate the cylinders in the silicone station. Silicone employed in this product is a medical grade silicone authorized to this kind of products according to (B)(4) (max.value 0.25mg/cm2). Silicone content test is controlled in every lot during manufacturing process. On checking silicone content results performed during manufacturing process in lot 1707222 according to pc-017 procedure, they are within specification limits procedure (jg-500 value limits for 50ml syringes reference value: 7 mg, max: 18mg). According to inspection plan procedure jg-500, (B)(4) units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304). Syringes of catalog number 300867 are for single use as it is indicated in the unitary packaging. So if syringe is used more than once, functional characteristics of syringe could be affected. Since manufacturing record stablished that all production and quality processes were carried out normally, and syringes have been used more than once, the alleged defect could be related to customer bad use of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Since the defect could be related to product bad use of customer, no corrective action is taken at this time. H3 other text : see section h.10.

Event description:
It is reported that during use of the bd plastipak¿ 50 ml catheter tip syringe as it is used over a week the plunger will break. The syringe is used to feed a dependent relative. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: the customer has been using for years the plastipak 50ml CT syringe to feed a dependent relative. Only 3/4 syringes within the box can be re-used for more than a week. When it does not get hard as stone, the plunger breaks and I have to throw it away. She suggests to improve the quality of the syringes.